Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that one day post-implant during the pre-discharge check, the patient had a short run of ventricular tachycardia (vt) followed by pacing inhibition that was three seconds. This was occurring with the lead that was replaced, however the same device remained in-service. A data analysis of the device was performed, and the diagnostics were normal. Additional information regarding resolution was requested. No adverse patient effects were reported.

Event description:
Additional information was received that the physician believed the pacing inhibition after lead replacement was due to low electrolytes. At follow-up a few weeks after the revision there was no observations of inhibition.